Event description:
Patient spontaneously called into the pharmacy to trouble shoot a pump. Pump was completing cad and fill process but would not start delivery. Attempted multiple times to complete this process. But the start delivery option was not available. Patient switched to backup pump and was able to continue infusing medication. The pharmacy will send replacement pump. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Reported to (B)(6): patient/caregiver. Strength: 5 mg/ml. Dose or amount: 25.1ng/kg/min. Frequency: continuous. Route: subcutaneous. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah. .